Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot number gd894956 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin and gentamicin therapies (doses, frequencies and routes not reported) for peritonitis. The cause of the peritonitis was unknown; however, it was reported the patient may have had a break in aseptic technique described as exposure of the pd catheter cuff and drainage. The patient was not retrained. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event.